Event description:
It was reported that the patients spinal cord stimulator (scs) did not work. All device components were explanted and were not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2018. D6b: explant date: (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19397773.